Event description:
The customer observed incorrect dispense of fluid in the mts gel cards and droplets of fluid on the foil of the mts gel cards on the ortho provue analyzer. Incorrect volume of reagent can lead to erroneous test results and transfusion of incompatible blood. Fluid on top of the gel card foil can also lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and replaced the probe and wash station. Although there was no definitive root cause, the replacement of the probe and the wash station returned the analyzer to expected operation.